Event description:
On 4/5/2000 at hosp when the 1616 foley catheter was removed from the pt, the latex balloon was missing. Dr had to retrieve balloon from pt. No permanent injury resulted. Kendall's quality assurance dept was notified of this event on 4/12/2000.